Event description:
The surgeon was performing a laparoscopic cholecystectomy and holding onto gallblader and the instrument broke near the shaft (tip of instrument). The tip was removed with another instrument. The patient tolerated procedure well.